Event description:
It was reported that an interlink continu-flo set was coming apart between the stopcock and the manifold during infusion. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot gr310938 was manufactured july 24, 2013 - july 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.